Manufacturer narrative:
Straight lumbar probe was returned to the manufacturer for analysis. Analysis found that the returned instrument had impact marks at the back end causing fit issues with the mating tracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that straight lumbar probe blocked in the navlock during surgery. There were 4 bumps on the rods, at the entry of the navlock probably caused by a chock on the handle. Multiples instruments were stored by the purchasing department and given all in one time. There was a delay of less than 1 hours. No impact on patient outcome.